Manufacturer narrative:
The set was returned to erbe USA and forwarded to the manufacturer for further inspection/testing as needed. Nevertheless, we received similar reports of sets leaking at the distal end of the irrigation line and down scopes. At this time, two (2) primary causes of the issue have been determined: off-label use in that erbe medical llc sets are being used with other manufacturers port connectors (note: per the notes on use for the set's, only erbe accessories (i.e., erbe port connectors), etc. Are to be used with erbe tubing/cap sets. A change had been made to the set's connector. Currently sets are now being produced with the previous connector to minimize/eliminate leaking. Other contributing causes of leaking at the end of scopes are also being investigated. If the evaluation findings are different than what has already been reported and/or any other prominent causes are determined and/or remedies are implemented to resolve leaking, a follow-up MDR will be filed.

Event description:
It was reported that the hybrid co2 tubing/cap set for pentax® leaked from the irrigation line. No information was provided in regards to the equipment or any other accessory used when the set leaked. There was no report of any patient injury.